Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2022 and absorbable hemostat was used. The doctor used this product to fix the wound after changing the dressing of the patient's wound. The patient had symptoms of fever and incision pain. After taking out this product, the patient's symptoms relieved. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what tissue was the surgicel used on? Thyroid surgery. What was the intended use of the surgicel? It was used for hemostasis. Was any medical or surgical intervention performed (re-operation; prescription medication)? If so, please specify. Re-operation. What is the most current patient status? Good. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. Not available. The following information was requested, but unavailable: if medication was required, please clarify if it was prescription strength. How was the surgicel removed? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. Where was the surgicel used (on what tissue)? 5. How much surgicel was used during the procedure? 6. Was the surgicel product left in place? 7. What was on the onset date of the fever and incision pain symptoms? 8. What type of re-operation was performed? 9. What was the timing between the post-operative symptoms and the patient¿s re-operation? 10. What is physician¿s opinion as to the etiology of or contributing factors to this event? 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever and incision pain? 12. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Additional information was requested, and the following was obtained: 1. How much surgicel was used during the procedure? 1 piece. 2. Was the surgicel product left in place? No. 3. What was the timing between the post-operative symptoms and the patient¿s re-operation? (B)(6). The following information was requested, but unavailable: 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. Where was the surgicel used (on what tissue)? 5. What was on the onset date of the fever and incision pain symptoms? 6. What type of re-operation was performed? 7. What is physician¿s opinion as to the etiology of or contributing factors to this event? 8. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative fever and incision pain? 9. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.